Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. The caller stated that visual inspection of the device revealed that the "wires appeared to be pinched."